Manufacturer narrative:
The customer¿s report of a custom IV tubing set separation during an infusion was not confirmed because only a portion of the set was returned. The proximal section of the set from the drip chamber to the male luer was not returned for evaluation. The distal portion of the set was received and inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to other components. No anomalies were observed. Functional testing was not performed because the entire set was not returned. Pressure testing was performed on the distal section of the tubing; no leakage was detected. Dimensional testing was performed on the stopcock and was within manufacturers specifications. The root cause was not identified because the entire set was not provided for investigation.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a custom IV tubing set separation during an infusion of unspecified fluid or medication with leakage of blood and/or unspecified IV fluids. It is not known where the separation occurred and there is no report of patient harm.